Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was noted to be off by 11 minutes. There was no impact to the customer's blood glucose level. Tandem technical support guided the customer through setting the correct time. Multiple follow up attempts were made to clarify if the time had initially been set incorrectly by the customer. However, no additional information was provided.